Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. The patient alleged particles present in chamber of CPAP device. The patient alleged having congestion, sore throat. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a device's sound abatement foam. The patient alleged particles present in chamber of CPAP device. The patient alleged having congestion, sore throat. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown.